Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and reported having been recently discharged from the hospital. The patient noted the physician planned on performing a device change procedure. The patient stated their condition was worsening and was experiencing chest pain. Ts advised the patient to contact emergency services and referred them to the device treating cardiologist. Subsequently, additional information was received that reported a device replacement procedure was performed. The pacemaker was explanted and replaced with a new device due to normal battery depletion (nbd). No additional adverse patient effects were reported.